Event description:
Device malfunction: breakage of device. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose a-t device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, as the plunger was depressed (deploying the needles) the device broke into two parts. The device was removed without medical or surgical intervention and hemostasis was achieved using a second perclose a-t device. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.